Event description:
Clinical information: (B)(6) - vista nova study, patient site ID: (B)(6). It was reported that on (B)(6) 2025, a 29mm navitor vision valve was chosen for implant using a large flexnav delivery system. During procedure, the activated clotting levels(act) were 230s- 860s and heparin was administered. A pre-implant balloon valvuloplasty was done with a 25mm non-abbott balloon. The valve was implanted after 2 partial re-sheath due to the implant depth was low. After the valve placement, a hemodynamic deterioration was noted in the patient resulting resuscitation. A transthoracic echocardiogram (tte) conducted and showed lot of pericardial fluid probably caused by a wire causing an left ventricular (lv) perforation. A sternotomy and blood transfusion were conducted. The patient was reported passed away at the end of the procedure. The cause of death was multiple left ventricle perforations.

Manufacturer narrative:
Based on the information reviewed, there is no indication of a product issue with respect to manufacture, design, or labeling; therefore, no product-related corrective action is required.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Clinical information: (B)(4) - vista nova study, patient site ID: (B)(6). It was reported that on (B)(6) 2025, a 29mm navitor vision valve was chosen for implant using a large flexnav delivery system. During procedure, the activated clotting levels(act) were 230s- 860s and heparin was administered. A pre-implant balloon valvuloplasty was done with a 25mm non-abbott balloon. The valve was implanted after 2 partial re-sheath due to the implant depth was low. After the valve placement, a hemodynamic deterioration was noted in the patient resulting resuscitation. A transthoracic echocardiogram (tte) conducted and showed lot of pericardial fluid probably caused by a wire causing an left ventricular (lv) perforation. A sternotomy and blood transfusion were conducted. The patient was reported passed away at the end of the procedure. The cause of death was multiple left ventricle perforations.